Event description:
It was reported the device had an electrical reset and that no parameters, detections or diagnostics were available. When the reset error was cleared and the device was interrogated, then all the data and parameters were available and diagnostics since the reset were also present. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters, por for write to locked ram, (B)(4), data=2e, on (B)(6) 2011. Patient alert for por on (B)(6) 2011. The device was not returned, but diagnostic information is consistent with reported event.